Event description:
Medtronic (covidien) received information that during the treatment of a saccular aneurysm measuring 4.5mm x 4.75mm located behind the vessel, it was reported the implant coil detached in the microcatheter. Prior to the event, two axium coils were implanted in the successfully in the aneurysm. The third coil had some resistance inside the catheter during delivery causing it to detach in the microcatheter. The physician maintained negative pressure in the catheter and removed the coil from the catheter and patient. Another coil was used to finish the procedure. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium pushwire and implant coil were returned with the implant coil already detached. The implant coil was found stretched and damaged. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. The implant coil was found broken from the weld at the coil shell. It is possible that the implant coil stretched and broke loose from the coil shell due to the movement of the coil against the reported resistance, or due to the reported severe tortuous anatomy. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, "due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." (B)(4).

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. ¿requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).